Event description:
Pt status post prodisc-c implantation on (B)(6) 2010 returned to hospital emergency room complaining of pain. It was noted the superior endplate looks slightly anterior in vertebral body, but still is in line with the inferior endplate. Pt was returned to the operating room on (B)(6) 2012 for pdc removal. Pt was revised to place and screw fixation.

Manufacturer narrative:
The investigation could not bee completed, no conclusion could be drawn as no product was returned. A device history records review has been requested.